Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that pneumothorax was observed post-procedure in the patient via x-ray. A chest tube was inserted. Patient condition is stable.